Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, detailed information that led to the damage to the mucous membrane is unknown. Therefore, the root cause of the reported event (damage to the mucous membrane of the biliary tract) could not be determined. The subject device was not returned to olympus for an evaluation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not pull the slider abruptly, or the distal end of the insertion portion will bend rapidly. This could result in patient injury, such as perforations, bleeding, or mucous membrane damage.¿ ¿do not tighten the cutting wire more than necessary, and do not force it against the papilla of vater. This could result in patient injury, such as perforations, bleeding, or mucous membrane damage.¿ ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography while using the single use 3-lumen sphincterotome v, after bending the distal end, the knife wire could not be restored. It would not come out of the common bile duct, resulting in damage to the mucous membrane of the biliary tract and bleeding. The physician bent the knife wire to its maximum bend and carefully removed it. The biliary mucosa was flushed and a hemostasis "operation" was performed. The procedure was also delayed about 20 minutes due to the issues. The device was replaced and the procedure was finished. There was no further injury or health damage.